Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. Initial and final MDR (B)(4) device 2 of 4.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2025 where infusion set tubing came apart. The issue occurred with four infusion sets. No further information available.